Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of false negative urine hcg on fisher-sure-vue hcg stat srm/urine (50t). On (B)(6) 2016 a (B)(6) female with "abdominal pain, obesity, right ruptured ovarian cyst, vitamin d deficiency" was tested multiple times. Patient's lmp (B)(6) 2016. No injuries or invasive procedures were performed based on the false negative results. No treatment was withheld based on false negative results. Patient confirmed to be pregnant. Confirmatory test result = serum quant (positive 1310 miu/ml).